Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump from technical support, which resolved the issue, and was advised to continue using the pump while contacting support again if the malfunction recurred.